Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient was hospitalized from (B)(6) 2021 to (B)(6) 2021. The peg-j tube was infected and the following was performed: a microbiological examination, esophago-gastro-duodenoscopy, abdominal x-ray and a gastric tube was inserted. The patient received antibiotics ceftriaxone and clindamycin. A new peg-j tube to be inserted later.